Manufacturer narrative:
One used forcefxc was received for evaluation. The returned sample met specification as received by medtronic. Details regarding a visual inspection were not provided. The customer reported that the pen was triggered involuntarily causing three burn marks on the patient's knee area. The reported condition was not confirmed in the device memory nor duplicated during testing. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, an electrocautery pen connected to the device self-activated. The issue resulted in three burn marks to the patient knee area, each 2-3cm in size. The issue resulted in a permanent injury. The electrocautery pen was not a medtronic device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.